Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6) the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects come out of distal end, suction-cylinder had foreign objects. Based on the results of the investigation, it is likely the following led to the malfunction: due to clogging of channel-tube, foreign objects come out of distal end. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer reported a foreign body in the working channel with calculus and sludge during an endoscopic retrograde cholangiopancreatography (ercp) procedure involving an olympus duodenovideoscope. This discovery made the device unable to be reprocessed, according to the customer. There was no patient injury reported.